Event description:
The reporter indicated that his patient has inflammaiton and pupil has gotten bigger and non-reactive in spite of good vision and good anatomical placement of the icl. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).